Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm 7300tfx mitral valve, implanted for five (5) years and five (5) months, is being evaluated for a valve-in-valve procedure due to unknown reasons. A tmvr is planned.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h4, and h6 (component codes, device code(s), type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Event description:
It was reported that this patient with a 29mm 7300tfx mitral valve, implanted for five (5) years and five (5) months, is being evaluated for a valve-in-valve procedure due to severe valve degeneration. A tmvr is planned.

Event description:
It was reported that this patient with a 29mm 7300tfx mitral valve, implanted for five (5) years and five (5) months, underwent a valve-in-valve procedure due to severe valve degeneration. The tmvr was performed with a 29mm 9600tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm 7300tfx mitral valve, implanted for five (5) years and five (5) months, underwent a valve-in-valve procedure due to severe valve degeneration. The tmvr was performed with a 29mm 9600tfx valve. The patient was transferred to the ICU for recovery.

Event description:
It was reported that this patient with a 29mm 7300tfx mitral valve, implanted for five (5) years and five (5) months, is being evaluated for a valve-in-valve procedure due to unknown reasons. A tmvr is planned.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.